Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
Customer called to report that she has been experiencing low blood glucose levels for about a year and a half. Customer's blood glucose level at the time of the incident was 29 mg/dll. Customer's current blood glucose level was 110 mg/dl. Customer reported symptoms related to their high blood glucose levels included seizures. Customer reported damage to the reservoir compartment of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.